Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system provided three rounds of inappropriate anti-tachycardia pacing and delivered three inappropriate shocks. Technical services advised inappropriate therapy was delivered due to atrial fibrillation with rapid ventricular response. The third shock converted the arrhythmia. This ICD remains in service. No additional adverse patient effects were reported.